Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 3006705815-2019-02044. It was reported that during a trial implant procedure, cerebrospinal fluid leakage (csf) was observed due to suspected dural puncture. Patient reported symptoms of headache. Patient¿s headache symptom issue and the csf leak was resolved the following the day with no further intervention. Both leads remain implanted. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2019-02044.